Event description:
It was reported that this patient had a revision procedure due to unspecified reasons, and once the right atrial (ra) lead was inserted to the implantable pulse generator (pacemaker) header, noise was noticed and no measurements were seen for the pacing impedance. Technical services recommended to double check that the lead insertion is adequately performed. After further discussions and troubleshooting, it was determined that the noise was related to unipolar configuration for this ra lead. As soon as it was re-programmed to bipolar, the issues were solved. This ra lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Corrected field: h6 (impact codes): "f1908 - prolonged surgery" was corrected to "f1905 - device revision or replacement" and "f08 - hospitalization or prolonged hospitalization".

Event description:
It was reported that this patient had a revision procedure due to unspecified reasons, and once the right atrial (ra) lead was inserted to the implantable pulse generator (pacemaker) header, noise was noticed and no measurements were seen for the pacing impedance. Technical services recommended to double check that the lead insertion is adequately performed. After further discussions and troubleshooting, it was determined that the noise was related to unipolar configuration for this ra lead. As soon as it was re-programmed to bipolar, the issues were solved. Further details indicate this ra lead was most likely revised in the first place due to suboptimal measurements. This ra lead remains in service and no adverse patient effects were reported.